Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. A kink was found on the inner lumen within the membrane approximately 20.3cm from the iab tip. The optical fiber was found to be broken at this location. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and resistance was felt at the kinked location. However the guide wire did not protrude through the shaft of the iab and no protrusions were observed on the shaft of iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation did not confirm a protrusion on the shaft of the iab. However the optical fiber was found to be broken within a kink. Based on the event description this may have caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) x-ray imaging was performed to confirm its position. The guidewire appeared to protrude from the shaft of the iab's proximal side. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.